Manufacturer narrative:
(B)(4). Summary of investigational findings: based on the provided information, it was not possible to determine the exact root cause for the reported event. Per imaging, no endoleak was imaged other than the left common carotid origin and this remains localized despite ample time to spread into the sac. The distal sac/dissection was not excluded by the endograft and likely never was. Therefore continual sac pressurization from the distal end is the most likely explanation of aneurysm growth. Aneurysm growth beyond the proximal end was likely a recent event. Nothing indicates a device failure. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2013: a (B)(6) year old male patient underwent dtaa repair. After performing 2 debranch for type b dissection, zteg-2pt-40-158-pf, tbe-40-81-pf and esbe-26-80-t-pf were placed from right below the brachiocephalic artery to the descending aorta. End of (B)(6) 2013: the patient developed a fever. On (B)(6) 2013: the patient felt chest pain. On (B)(6) 2013: the patient visited the different hospital and exacerbation of hemotothorax was confirmed by CT and bleeding was confirmed by drainage. Definite endoleak was not confirmed by CT, but the taa had expanded in a few hours, so the physician determined the taa had ruptured. He placed 2 of gore's c-tag inside the previously placed zenith tx2 taa endovascular grafts. Additional information received (B)(6) 2014: the physician confirmed the stent graft which was placed in right below the brachiocephalic artery had migrated distally approx. 10 mm. However no definite endoleak was confirmed. Additional information received (B)(6) 2014: vascular graft infection and empyema have worsened with persistent fever. Performing another procedure is difficult, so the patient has been received thoracic cavity drainage and administration of antibiotic, and will be followed closely. The physician thinks that the migration of the stent graft could be due to vascular graft infection. Patient outcome: the patient's condition is unknown as not provided by the rep. Additional information received (B)(6) 2014: hematothorax is still persisted, but the patient's condition was improved and he left ICU. Additional information received (B)(6) 2014: vascular graft infection and empyema have worsened with persistent fever.